Manufacturer narrative:
A ge oec service rep investigated the issue and found system needed a replacement image intensifier. Facility service (third party) declined ge oec service and were going to repair with third party parts. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system had reported poor image quality. Artifacts in image.